Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the right ventricular (rv) lead had an elevated threshold measurement. Additional information indicated that the cause was unknown but was unlikely due to dislodgement. Furthermore, the rv lead was explanted due to high pacing threshold and low amplitude which was caused by lead failure. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted that the lead was returned in two sections with stylet stuck in the lead and helix was retracted. Moreover, a fracture of the inner coil near the terminal pin was also noted. Laboratory testing was unable to reproduce the reported clinical observations.